Event description:
It was reported that the user, wearing a dexcom g7 with an ilet system, received a brief sensor alert and experienced hyperglycemia, with blood glucose reported at 389 mg/dl trending down to 379 mg/dl and later to 180 mg/dl; user education was provided to follow ilet on-screen instructions, and the user expressed concern about device complexity and interest in returning to multiple daily injections. Symptoms included hyperglycemia. Outcomes included no hospitalization, no long-term impairment, and resolution of elevated glucose to 180 mg/dl during the course of the call. Investigation included case intake and user troubleshooting. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the transient hyperglycemia while a third-party cgm alert was reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.